Manufacturer narrative:
All available information was investigated and the reported leaks could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leaks. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report during the procedure, a leak was noted from the gripper lever. It was reported with that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 3. The clip delivery system (cds) was advanced to the mitral valve and it was noted that the water level in the delivery catheter handle had dropped. The gripper lever and the cap of the gripper lever were suspected to be where the air had entered. The inside of each lever cap, stopcock and pressure bag were checked and the drip drop was increased, and the water lever was not lowered. The physician decided to continue with the device and the procedure. The clip was implanted without issue, reducing mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.